Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
It was reported that revision surgery to replace the magnet has been completed on (B)(6) 2013. The device is not available for analysis. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet.surgery to replace the magnet is planned but had not taken place at the time of this report, (B)(6) 2013.